Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead delivered inappropriate therapy due to oversensing/noise. In addition, the rv lead exhibited high impedance. A fracture of the rv lead was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.